Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product could not be evaluated, however, the reported event was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, patella baja and radiolucency of 2mm, chronic instability, hyperextension and mild patellofemoral crepitus approximately nine (9) years post-operatively. All devices were removed except for the patellar component. Initial operative notes noted no intraoperative complications. Revision operative notes noted the patient had dramatic hyperextension and significant global instability throughout range of motion. The articular surface with locking screw was removed and no gross damage was noted. The tibial and femoral components were also removed without complication. There was no gross bone loss noted to the femur, although some diffuse bone softening was noted. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen option cemented femoral component size e left, catalog #: 00576401551 lot #: ni, nexgen articular surface with locking screw size ef 17mm, catalog #: 00596403217 lot #: ni, nexgen stemmed precoat cemented tibial component size 4, catalog #: 00598003702 lot #: ni, nexgen standard cemented all poly patella size 32mm, catalog #: 00597206532 lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on sep 18, 2024 under manufacturing report number 0001825034-2024-02229.